Event description:
It was reported an infection occurred. The implantable cardiac monitor was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the implantable cardiac monitor was returned and analyzed. No anomalies were found.